Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is over heating during use. The patient also reported that the pdm is losing a battery charge quicker than expected.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported battery issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
In the case description, the user mentioned that the pdm battery was not holding charge and would get hot while charging. The pdm was returned with the battery depleted. The pdm was plugged in an allowed to charge. The pdm was able to charge to 100%, turn on, and boot up with no issues. On unlocking the device, the first time startup flow was generated though the lockscreen background and message were different than the default, indicating that the device had been reset. Inspection of the android log files downloaded from the pdm found no available battery temperature or battery charge information from the date of occurrence due to the device reset. A battery life test was performed where the pdm was paired with an unused pod and used under typical use conditions for 48 hours. The pdm was still on with charge in the battery after 48 hours. No evidence of increased battery drain was observed during the test. Though no issues were observed with the pdm during the investigation, it could not be confirmed that the pdm did not get hot or lose charge quickly during the time of use due to the device reset. The exact cause of the reported event could not be determined.